Manufacturer narrative:
The post-operative cxr/CT image was reviewed, only a lateral view was provided. The ladder plate appears to be broken and at least one screw has backed out of the plate. Without a product return, no product evaluation is able to be conducted. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of two or the same event; see also 0001032347-2016-00156. Discarded.

Event description:
The sales associate reported two months after being implanted it appears the plate broke. It is reported one ladder plate and eight screws were explanted from the patient. The surgeon did not re-plate or use wires as he felt the patient should continue to heal without assistance. The surgeon disposed of the explanted implants.